Manufacturer narrative:
The device was returned to manufacturer for evaluation. The device history record (DHR) review showed no abnormalities related to the reported failure. The unit was received with the left and right pawls being worn and needing replacement. The unit was received without the pedi rocker arm or suitcase. Complaint confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. UDI # (B)(4). Linked to mfg report number 3004608878-2020-00411.

Event description:
This is 2 of 2 reports. A customer reported that the plunger under the ratchet teeth of the a2114 mayfield infinity xr2 skull clamp was broken. There was no known patient injury or surgery delay.